Event description:
It was reported that this right atrial (ra) lead had an insulation breach. The field representative offered the physician a repair kit, but the physician deferred. The field representative offered several solutions, but the physician deferred. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.